Event description:
It was reported that during a device upgrade procedure, under fluoroscopy it was noted that the atrial lead was straight with no "j" shape. A stylet was advanced within the lead in an attempt to advance the lead in order to obtain proper slack; however, the lead could not be advanced so it was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).